Event description:
It was reported an issue with monosyn suture. The client reported that the package was empty (no thread and no needle inside). It occurred before application. No further information has been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 open sample that contains only an empty race-pack (only the plastic support), where the suture is missing but there are marks that the suture was wound on the pack and 1 closed sample for analysis. Tightness test to the closed sample received has been performed and the unit is tight. The closed sample contains the suture corresponding to the product description. Upon internal investigation, the suture of the open sample received was probably removed during the manufacturing process and the empty racepack was not discarded by mistake. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most likely root cause determined is that this sample was not discarded and was packaged by error during manufacturing process. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in this open sample received. However, taking into account that there are no previous complaints of this code-batch and the closed sample received contains the suture inside the pack, we consider that this is an isolated and accidental unit, but the whole batch is correct. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.